Event description:
It was reported that the patient expired but no additional information was known. The patent's obituary was found online which reported the patient died on (B)(6) 2008. However, attempts for the death certificate have not been applicable as the state in which the patient passed does not release such information to medical device manufacturers, but rather only to family members or legal representatives. Follow up with the patient's treating vns physician office revealed that they did not have additional information as they only saw the patient twice in hospital consult for vns adjustments.